Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module had channel error. Per report, the nurse tagged the devices and sent to their biomed for repair. This was reported to bd representative during their visit. There was no information on patient involvement. Although multiple requests have been made, no additional information has been provided and the customer stated no products will be returned for investigation.